Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump did not delivery all of the bolus that was programmed; only 5.0 unit of insulin of delivered. Customer also reported that meter gave a blood glucose reading of 151 mg/dl to 147 mg/dl, but insulin pump read 300 mg/dl. Troubleshooting did not continue as call was dropped.